Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant procedure that the leadless implantable pulse generator (ipg) exhibited elevated pacing thresholds post deployment and cutting of tether. The ipg was removed. No patient complications have been reported as a result of this event.